Event description:
A cracked and shattered touchscreen was reported, rendering the pump's screen unresponsive and illegible. There was no reported impact on the customer¿s blood glucose level. Customer did not disclose an alternate method of insulin therapy.